Event description:
It was reported that the 9800 sys presented a "filament regulator failure" error. The case was able to be completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The sys was tested and found to be working as intended and placed back into svc.